Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first 3 clips formed properly but the following clips would not close completely on the structure. The device would place malformed clips that would either scissor or not close down completely and then it would deploy a clip that was not formed at all. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clips drop/eject from the jaws? Yes. Did clips fall into the patient? Yes. If yes, were they retrieved? Yes. Which firing of the device did this event occur on? After the 3rd clip, but don't know exactly which firing and some clips formed properly after they had malformed clips. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown, but I believe so. Was there any torquing or twisting of the device present at the time of firing? Per scrub tech, no. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Not applicable. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, same device was used to complete the case so it was used after it have malformed clips. What were the indications for surgery? What was found? Unknown. It was your standard lap chole. Does the patient have any relevant history of surgical treatments? No. If so, what? Not applicable. Did somebody other than the primary surgeon fire the instrument? No if so, whom? Not applicable. The analysis results found that the device was returned in good visual condition with a scissor clip and unformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed the remaining clips as intended. In addition the device locked out as intended. In order to avoid this issue please do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.